Manufacturer narrative:
The investigation attributed the fault to a blown fuse in the returned pad-pak (lot c0238). The root cause for the blown fuse could not be determined by the manufacturer or the supplier of the battery pack. The device performed to specification with a test pad-pak however was not able to deliver therapy with the returned pad-pak.

Event description:
Red status indicator and beep. No patient involvement.

Event description:
Red status indicator and beep. No patient involvement.